Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. The customer reverted to an alternate method of insulin therapy to address bg level and for continued insulin therapy.